Event description:
Customer received result of 54 mg/dl on the mobile system and result of 135 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 208038, expiration date 02/28/2013). (B)(4).